Event description:
Pt underwent bunion removal and first metatarsal phalangeal joint arthroplasty with suspect medical device and grommets to the first metatarsal phalangeal joint in 2005 at another facility. Pt was sent home on antibiotics. The pt was admitted to reporting facility five days later with infected abscess to the surgical site on the left foot. Pt had an open wound approx 3 cm by 1.2 cm at the medial dorsal aspect of the first metatarsal phalangeal area. Same day pt underwent incision and drainage of infected abscess of the left foot and removal of infected first metatasal phalangeal joint implant and grommets. Pt receive IV antibiotics during their hosp stay. Pt was dischaged from reporting facility . Pt was to receive IV antibiotics and wound care at home via home health. Implanting physician advised reporting facility that suspect medical device's MFR was wright medical technology. Implanting physician was not able to provide reporting facility any other info about medical device.